Event description:
Rptr has been using the abd energizer for about 1 1/2 weeks. While using the belt yesterday experienced pain from chest to back. Today still has bad pain associated with movement. Using belt at level 2.